Event description:
Report received of air in the syringe of the pressure monitoring kit. It was reported that during patient use, contrast media was drawn from one of the four ports of the manifold and air was noted in the syringe. The air was noted prior to contrast injection. The procedure was stopped in order to replace the affected syringe with a "stand alone" syringe manufactured by "medical." The procedure was resumed. As a result, the customer believes that there is a problem with the syringe, and not the manifold. There were no reported adverse pt effects and no medical interventions was required. Though requested, no additional information provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.